Event description:
Patient repeated therapy issue of shocking, which was previously reported and documented. See below: patient said, that did contact managing physician after their last call. And was told to turn stimulation off, which patient did sometime in april. Patient reports, that their symptoms have become worse, since stimulation was turned off. Patient said, that they consulted with their gastroenterologist last week and was instructed to turn stimulation back on. Patient said, doesn't have the white cord to charge the communicator. Replacement request was sent to repair. Patient confirmed, is also working with their implanting physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back for assistance turning therapy back on. Reviewed external device use. Patient was able to turn therapy back on again with amplitude at 0.1 ma. Patient will gradually increase to a comfortable level. Caller called back and reported that the therapy times out at 10 mins. Explained to the caller the difference between the handset and the ins/therapy. Helped the caller connect to the device and turn the therapy off for a dr appt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient said they wanted to stop being incontinent. Patient said the issue started saturday night. When trying to conference on mobility to help troubleshoot the handset issues the patient got disconnected. Troubleshooting called patient back and resolved the handset issue. Troubleshooting tried helping the patient connect to their stimulator and kept getting device not found. The patient tried to toggle off the bluetooth and it kept turning on by itself. Troubleshooting called and conferenced mobility back on and they resolved the issue. Patient was able to connect to stimulator. Troubleshooting walked caller through increasing the stimulation. Patient said stimulation was comfortable and they could feel it. Troubleshooting told caller to monitor their symptoms for a couple days and see if the symptoms improve. Additional information was received. Patient called back stating their issues are still not resolved and after increasing the stimulation its too strong and shocking them. Recommended patient decrease stimulation and follow up with managing physician for additional guidance. Reviewed option to try another program if permissible by managing physician. It was reported that the patient felt a shock from device. The shock was related to the internal device. The cause of the issue is unknown. The patient was also experiencing worsening baseline symptoms, urgency frequency. On (B)(6) 2022, it was reported that the patient stated that when doing an adjustment with the implanted device it caused her to feel a shock. Additional information was received from the patient on (B)(6) 2023. They reported that stimulation was off because it shocks them and they did not want to turn it back on. The patient was redirected to their healthcare provider to further address the issue.